Event description:
The consumer reported moving the implantable neurostimulator (ins). It was reported that the patient was going to have their implant moved as it interferes with the belt and waist. They were going to move it to where it wouldn't hurt the patient. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.